Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device will not be returned to baxter (B)(4) because it was serviced on-site and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 12:602:1840 was confirmed by a baxter service technician during product evaluation. The condition was caused by a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced onsite at the facility by a baxter field service technician to correct the reported condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with failure code 12:602:1840. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.